Event description:
It was reported that during a diagnostic lap procedure the device made a crunching noise and then the device would not close. Another device was pulled and the same thing occurred. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Instrument b: (firing trigger teeth). The analysis results found that the ats45 device a was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device b was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the pinion axle support were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.